Event description:
It was reported that a balloon leak occurred. The target lesion was located in the mildly calcified artery. A 6mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, after the balloon was positioned in the artery, it was noted that the balloon could not fully expand after 6atm or so. The balloon was removed over the wire as usual, and it appeared that the balloon was leaking. The procedure completed with another methods without patient complications reported.